Manufacturer narrative:
A company representative visited the site and evaluated the system due to the reported event. System was tested and found to meet specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an anterior capsule tear occurred during a laser assisted cataract procedure. The tear was found after the laser portion was completed. The surgery was continued and the intraocular lens was inserted into the capsule without any other problems.